Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) receiving intrathecal lioresal (concentration 2000mcg/ml; dose 532.5mcg/day) via an implantable infusion pump. The patient¿s medical history was reported as ¿none¿. The lioresal lot number and the patient¿s concomitant medications were not obtainable. It was reported that beginning approximately (B)(6) 2014 during normal use, the pump was not giving therapy. The hcp wanted to know what happened with the functioning of the pump. The pump was programmed to minimum rate of 12.2mcg/day in (session reported noted as of (B)(6) 2014). The estimated replacement indicator was 53 months in (B)(6) 2014 and 52 months in (B)(6) 2014. The pump was replaced on (B)(6) 2016. It was unknown if any environmental, external, or patient factors led or contributed to the event as well as if any diagnostic testing or troubleshooting had occurred. At the time of the report the patient's status was reported as alive-no injury and the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in regards to "blocked in the eri period" meant that in accordance with the doctor claim, the pump was blocked three years "after of" the implant. Regarding if eri was declared in the pump logs and if a motor stall was seen in the pump logs, the representative reported that they "haven't the latest pump logs, then we can't see the message." However, reportedly considering the doctor claim, the eri was not declared, because the pump was blocked three years after the implant. In regards to the word "blocked" and if it was a generic term or meant to capture a motor stall, it was reported that this meant the pump was not giving therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-08-02 the representative reported that the indication for use was severe spasticity. As it was reported the pump was not giving therapy, it was clarified that the pump "worked ok until it blocked in the eri period". The pump was programmed to minimum rate as requested by the physician.

Manufacturer narrative:
The pump was at minimum rate and had delivered baclofen at 12 mcg/day. Pump analysis revealed no anomalies and the device met specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.